Event description:
This event was reported as positive culture of staph coag-neg obtained from the 1st rinse basin after an enrichment broth was done. The 2nd and 3rd rinse basins were negative. No further info was provided.